Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) - drill. G2: foreign - event occurred in spain. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgical procedure, a drill bit broke. The breakage occurred intra-operatively during instrument use. There were no consequences or impact to the patient. It was reported that no further information would be provided.